Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading at the time of the event was 1200 mg/dl. The hospital staff stated that the cause of the event was a virus. Troubleshooting could not be performed because the insulin pump was lost at the hospital. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.